Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that while attempting to insert the intra-aortic balloon(iab), the iab was missing radiopaque markers. The doctor stated that a second balloon was opened and they experienced the same problems. There was no reported injury or adverse event to the patient. This report is for the 1st iab used. A separate report will be submitted for the 2nd iab used.

Event description:
It was reported that while attempting to insert the intra-aortic balloon(iab), the iab was missing radiopaque markers. The doctor stated that a second balloon was opened and they experienced the same problems. There was no reported injury or adverse event to the patient. This report is for the 1st iab used. A separate report has been submitted for the 2nd iab used under mfg report number 2248146-2022-00998.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint: (B)(4).

Manufacturer narrative:
Corrected field: d4 (version or model, catalog) no decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Reference complaint # (B)(4).

Manufacturer narrative:
Updated fields: b4, g3, g6, g7. Corrected fields: d1. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure.